Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. There was false atrial fibrillation and false pauses interpreted by the insertable cardiac monitor because of under-sensing. The patient was stable. The sensitivity of insertable cardiac monitor was reprogramed to 0.05 mv.